Event description:
Initial report: a nurse removed the dressing and left just for a second for preparing to exchange the dressing. When he/she returned, the catheter was found cut and there was hemorrhage. The patient was unconscious and was unable to move by his/herself. The catheter was removed and replaced with a new kit. Updated information: the catheter kinked and a crack was created at the kinked part of the catheter. A little blood came out from the crack of the catheter. No serious injury to the patient.

Manufacturer narrative:
(B)(4). The customer returned one s-l catheter and tubing for evaluation. The catheter contained obvious signs of use in the form of biological material. The catheter body also contained significant adhesive residue, likely from the catheter dressing. Visual examination revealed the catheter body was split and partially separated. The edges of separation were smooth, indicating that the line was unintentionally cut by a sharp object (scissors, scalpel, etc.). The catheter body was cut 460 mm from the distal tip. The total length of the catheter body measured to be 530 mm which is not within specifications of 201.5-210.5 mm per product drawing. This indicates that the incorrect product code was reported or the incorrect sample was returned. The returned catheter was flushed using a water-filled lab inventory syringe. Water exited the cut in the catheter body when flushed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a cut catheter was confirmed by complaint investigation of the returned sample. The appearance of the damage is consistent with the catheter body coming into contact with a sharp object. However, the returned catheter was the incorrect length, indicating that either the incorrect product code was reported or the incorrect sample was returned. A device history record review was performed based on sales history with no relevant findings. Based on the sample received, the probable cause could not be determined due to discrepancy observed. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Initial report: a nurse removed the dressing and left just for a second for preparing to exchange the dressing. When he/she returned, the catheter was found cut and there was hemorrhage. The patient was unconscious and was unable to move by his/herself. The catheter was removed and replaced with a new kit. Updated information: the catheter kinked and a crack was created at the kinked part of the catheter. A little blood came out from the crack of the catheter. No serious injury to the patient.